Manufacturer narrative:
B3-date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but never received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced an ischemic stroke after a dbs implant procedure. The issue has resolved.

Manufacturer narrative:
Corrected data: d1 brand name, d2 device product code (FDA product code classification), d4 model # nmd0008, g3 PMA/501(k).

Manufacturer narrative:
"The event of a stroke was reported to abbott. The patient experienced an ischemic stroke after a dbs implant procedure. The issue has resolved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."